Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including to bench handling, defib cycle testing at various energy settings, and full functionality stress testing with a known good ECG and multifunction cables without duplicating the report. The device was recertified and returned to the customer. Further clarification from the customer indicated that the device did not recognize the rhythm as shockable, thus did not charge to shock. Review of the device activity logs showed that for the duration of the case the lead view was in 'lead ii' until a lead fault occurred. The pads were then attached and CPR was performed, however, there is no ECG signal being viewed because the view remained in 'lead ii'. The logs showed no evidence that the user changed from the lead ii view to the pads view to be able to see the ECG rhythm on the monitor through the electrode pads attached to the patient. There is no evidence that the charge button or any other defibrillation related buttons (shock, energy up/down) were ever pressed during the event which would have changed the leads view to the pads view. No evidence of the analyze button being pressed in order to prompt the device to determine the shockability of the rhythm. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6)year-old male patient in cardiac arrest, the device was unable to discharge. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.